Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. After pre-dilatation was performed, a 2.25 x 38 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. The device was removed from the patient and it was then noted that the stent struts were lifted partly. The procedure was completed with a 2.5x38mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the distal part of the stent was damaged; stent struts were pulled distally, stretched and distorted. The undamaged section of the crimped stent outer diameter was measured and found to be 0.0380'' which is within the specification. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. After pre-dilatation was performed, a 2.25 x 38 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. The device was removed from the patient and it was then noted that the stent struts were lifted partly. The procedure was completed with a 2.5x38mm non-bsc stent. No patient complications were reported and the patient's status was good.